Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all components, and implanted an antibiotic spacer 3 months and a half after primary. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2022. Lot 2101759: 135 items manufactured and released on (B)(6) 2021. Expiration date: (B)(6) 2026. No anomalies found related to the problem. To date, 125 items of the same lot have been already sold without any similar reported event. Additional implant involved: batch review performed on (B)(6) 2022. Versafitcup cc trio 01.26.45.0046 acetabular shell cc trio ø 48 (k103352); lot 2101345: 150 items manufactured and released on (B)(6) 2021. Expiration date: (B)(6) 2026. No anomalies found related to the problem. To date, 106 items of the same lot have been already sold without any similar reported event. Sms solid 01.36.046 sms solid stem std size 6 (k181693); lot 2000852: 20 items manufactured and released on (B)(6) 2020. Expiration date: (B)(6) 2025. No anomalies found related to the problem. To date, 17 items of the same lot have been already sold without any similar reported event. Mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115); lot 2012911: 400 items manufactured and released on (B)(6) 2021. Expiration date: (B)(6) 2026. No anomalies found related to the problem. To date, 314 items of the same lot have been already sold without any similar reported event.